Event description:
A malfunction occurred, displaying a malfunction code "malf 0," and no notable events preceded it. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support (cts) to continue using the current pump as a backup therapy and was informed that a replacement pump with updated software would be provided. Technical support also advised the customer to put the pump into storage mode before returning it, program pump settings into the replacement, and connect their cgm to the replacement pump. The replacement pump was sent, and the customer acknowledged all instructions, including returning the problematic pump to avoid additional billing.